Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the instrument. The fse inspected the instrument and confirmed ise drain was clogged. The fse flushed and the ise drain assembly with hot water and unclogged. The cause of failure was identified as clogged drain and ise electrodes. The fse replaced all electrodes which included sodium, potassium and chloride in addition to the ise tubing to resolve the issue. Due to multiple interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest part malfunction was the cause of this event. No further issues were noted after cleaning of ise drains, and replacement of ise tubing and electrodes. The fse performed system verification successfully without issues. The system returned to normal operation. The beckman coulter identifier is (B)(4).

Event description:
Customer reported of getting erroneous ise (ion selective electrodes) patient results for sodium (na), chloride (cl) and potassium (k) with low anion gaps involving the a5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided results examples for two (2) patients.